Event description:
It was reported that the device was used during a coronary artery bypass graft procedure. It was reported by the rep that the surgeon was performing the surgery and went across the pulmonary vessel using a (1) tlv30 proximate stapler. The surgeon went through the correct firing procedure only to find there were no staples in the stapler. No staples could be seen from viewing the stapler cartridge and there were no color coded indicators to indicate the stapler had been fired. There was no consequence to the pt.